Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk ICD, implanted: 2010-(B)(6); 1156t lead, implanted 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had rising threshold and the physician was concerned about the lead integrity. The rv lead was placed into the left ventricular port and the left ventricular (lv) lead was placed into the right ventricular post. The lead remains in use. No patient complications have been reported as a result of this event.